Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had insulin squirting out of the tubing during the prime process. The patient's blood glucose at the time of incident was 400 mg/dl. No mention was made of treatments or symptoms of the hyperglycemia. Troubleshooting was initiated for the prime and rewind anomaly. The customer confirmed that a compromised force sensor system alarm did not occur. The drive support cap also appeared normal. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk also, unable to perform occlusion test, prime test and excessive no delivery test due to motor error alarm. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed displacement test, self-test, off no power test and a21 error test. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, cracked case at the reservoir tube window corner and scratched reservoir tube window.